Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope exhibited shadow in the image. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the procedure was completed using another device. Upon inspection and testing of the returned device, a gap was found in the adhesive on the distal end and stain entered inside the lens through the gap. In addition, there was a gap between the acoustic lens, acoustic lens peeling, and ultrasound probe and missing piece / chip / parts fell on the scope probe unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm (no shadow in image) the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air/water cylinder discolored, due to deformation of scope connector, water tightness lost, due to a dent on distal end, water tightness lost, due to damage on ultrasonic probe, the number of missing element exceeds the standard value, due to peeling of acoustic lens, displayed ultrasound image defective, objective lens scratched, adhesive on angle rubber cracked, and connecting tube scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive detaching was caused by physical or chemical stress. The event can be prevented by following the instructions for use which state: ¿instructions evis exera ii ultrasound gastrovideoscope olympus gf type uct180 important information ¿ please read before use precautions caution ·do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. ·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device.